Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7070543. UDI: (B)(4). Product family: scs-lead fixation-MRI. Upn: m365sc43190. Model: sc-4319. Serial: na. Batch: 26073914. UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation. The patient underwent a revision procedure wherein the clik anchor was loosened and relocated the leads. The clik anchor and leads remain implanted. The patient was doing well postoperatively.